Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1520 was received for evaluation and visual inspection found no defects. The customer reported that the device does not coagulate as normal and the surgeon saw that the vessel was still bleeding after sealing. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the lf1520 device did not complete a seal even though an end tone, indicating a completed seal cycle, was heard. No tissue damage. Minor bleeding less than 250cc's was noted at the seal site. No patient injury reported. Another device was used to complete the procedure.